Manufacturer narrative:
The unit had an intermittent button response due to moisture on the keypad. The unit did not have any unexpected up and down button anomalies or moisture damage on the electronics, motor, battery tube and vibrator. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly and that the insulin pump was submerged in pool water. The customer's blood glucose level was unknown. The caller declined to troubleshoot for the fluid in the device. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that the device would be replaced, and was informed to return the product for analysis.